Manufacturer narrative:
The multifix s inserter handle was not returned for evaluation. The anchor body and sleeve were returned for evaluation. Blue and cobraid magnumwire and a blue unidentified suture were found properly snared on the anchor. An exact root cause based on our visual inspection and information provided cannot be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: poor bone quality. Use of suture other than qualified #2 magnumwire, ultrabraid, and ultratape sutures. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU contraindicates the use of this device in poor bone quality as implant pull out may occur and the use of suture other than #2 magnumwire, ultrabraid, and ultratape sutures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that following a shoulder procedure using a multifix s peek 5.5mm anchor, the patient returned several months later with pain. An MRI revealed that the anchor had failed and backed out of the bone. This deficiency resulted in a revision surgery. No additional complications have been reported as a result of this procedure.